Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure the existing pump and balloon were removed. The cuff remained implanted but not used. A new aus system was implanted. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.